Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding patient receiving baclofen (500 mcg/ml at a dose of 120-150 mcg/day) via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. On (B)(6) -2005, the patient's mother reported that the intrathecal baclofen therapy was discontinued in 2002 due to the patient having an altered mental status. As of (B)(6)-2005, the patient was seeing a psychiatrist and started doing better. He was an a student. The physician stated that the patient's symptoms were not from the baclofen. They were thinking of starting the pump again. On 07-sep-2005 additional information was received from an hcp (healthcare provider) and it was reported that they had not seen the patient since 2002. At that time, the patient was experiencing increased somnolence with lioresal. The medication was titrated down and eventually off. No other device troubleshooting was required and no patient treatment was performed. The patient outcome was unknown by the hcp. On 06-oct-2015, additional information was received from the patient's mother and it was reported that the intrathecal baclofen therapy was discontinued due to hallucinations that came on suddenly in (B)(6) 2002. Discontinuing the therapy resolved the issue. On 20-oct-2015, additional information was received from a consumer via a company representative and it was reported that interrogation of the pump showed that on (B)(6)-2002 the pump was put into stopped pump mode as, per the patient's mother, the patient had had hallucinations and was confused. Per this reporter, when the pump was started at implant, the patient started having hallucinations and an altered mental status. At which time, they stopped the pump and had not used it since.